Event description:
The article aimed to evaluate the safety and efficacy of transcarotid transcatheter aortic valve replacement (tc-tavr) performed under loco-regional anesthesia compared with the standard transfemoral approach (tf-tavr), with a particular focus on neurological outcomes and validation of tc as a viable alternative access route. Two pre-placed prostar devices were used to close the access sites in the tf-tavr cases. No device failures were mentioned, however, adverse events such as access site hematoma, infection and complications requiring surgical intervention occurred. No other treatments were specified. Although deaths occurred, it was reported that none of the deaths were related to vascular access complications; thus, the deaths are unrelated to the prostar devices. The article concluded that tc-tavr under loco-regional anesthesia is a safe and effective alternative to tf-tavr, with comparable mortality and neurologic outcomes. Additional information can be found in the article "transfemoral versus transcarotid tavr under loco-regional anesthesia: a propensity-matched single-center analysis of 868 patients."

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. Summary of patient death: death not related to reported adverse event. Summary of patient injuries: based on the case information, a conclusive cause for the reported patient effects of hematoma, infection and the relationship to the product, if any, cannot be determined. Summary of device issues: a definitive cause for the adverse event without identified device or use problem could not be determined. The patient effects of hematoma, infection are listed in the electronic the electronic prostar instructions for use (eifu), as potential complications resulting from procedures associated with the use of the device. The reported surgical intervention was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3- estimated date d4: the UDI is unknown as the part and lot number were not provided. Attachment article titled; "transfemoral versus transcarotid tavr under loco-regional anesthesia: a propensity-matched single-center analysis of 868 patients".